Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital for unrelated fatigue due to increased heart congestion, increased pacing lead impedance was observed. Increased capture threshold was also noted. Patient data suggest some type of exit block behavior with the patient's lead tissue interface. The lead was capped and replaced on (B)(6) 2016. There were no patient symptoms or complications prior or during the lead revision. Patient was fine in the recovery room.